Event description:
It was reported a pocket revision was done due to an infection post-implant of an implantable pulse generator (ipg). The source of the infection is unknown. The device remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).